Manufacturer narrative:
On may 6, 2025, mentor received additional information which indicated that the patient was actually diagnosed with bilateral breast capsular contractures (baker grade iii), characterized by implant malposition. The correct date of implantation is actually unspecified for the suspect medical devices. The correct date of explantation was on (B)(6) 2021. The implants were replaced bilaterally with the following: (left) 800cc mentor memorygel breast implant catalog: 3508004bc lot: 9544004 sn: (B)(6) and (right) 800cc mentor memorygel breast implant catalog: 3508004bc lot: 9544004 sn: (B)(6). This medwatch form is for the left breast prosthesis. Capsular contracture on the right breast will be reported under mrn: 1645337-2025-05056.

Manufacturer narrative:
D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent breast augmentation revision with two unknown mentor gel implants. Post-operatively, the patient developed left breast capsular contracture (baker grade iii). As a result, the patient underwent breast implant removal surgery on (B)(6) 2025.